Event description:
Healthcare professional reported "deflation" against right device. The device remains has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening on anterior. Leak test and microscopic analysis was performed which identified, a sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on valve bond edge assessed, as an unidentified (tear) opening.

Event description:
Healthcare professional reported, "deflation" against right device. The device remains has been explanted.